Manufacturer narrative:
A ge representative evaluated the system, and repaired the hv cable. System operates as intended.

Event description:
Customer reported exposed high voltage cable wires. No patient injury was reported.